Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-e-z set¿ needle broke during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.

Event description:
It was reported that the bd saf-t-e-z set¿ needle broke during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: it was not possible to confirm this complaint as being generated by manufacturing process, as photos or samples are not available for analysis. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #7054577 regarding item #387312. DHR review: a review of the device history record was completed for sub-assembly# (B)(4) lot 7023701 manufactured from 02-feb-2017 to 14-feb-2017 in (B)(4) machines used in claimed lot. No objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd saf-t-e-z set¿ needle broke during use. There was no report of exposure, injury, or medical intervention noted.